Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that there was a strong smell of insulin and there was sometimes a glob of insulin in the reservoir compartment. The customer experienced high blood glucose of 378mg/dl, and it dropped to 246mg/dl after treating. The mother stated that insulin from the reservoir leaked past the o-rings. No further information was provided.

Manufacturer narrative:
Inspected one opened or used reservoir. Ran leak test and reservoir passed per specifications. No leakage anomaly was noted during analysis. Checked o-rings and stopper groove for defect and none were found. Reservoir connected and locked into place properly.